Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed farfield oversensing and lead-on-lead noise present in the right atrial (ra) lead and right ventricular (rv) lead. No asystole was noted, and the patient was not pacer dependent. Ra and rv impedance measurements were both 400-450 ohms and within normal limits, and p-waves were 2 to 2.5 mv. Technical services (ts) discussed troubleshooting options and programming considerations, and it was recommended that the field representative discuss the suspected lead-on-lead interaction with the physician. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed farfield oversensing and lead-on-lead noise present in the right atrial (ra) lead and right ventricular (rv) lead. No asystole was noted, and the patient was not pacer dependent. Ra and rv impedance measurements were both 400-450 ohms and within normal limits, and p-waves were 2 to 2.5 mv. Technical services (ts) discussed troubleshooting options and programming considerations, and it was recommended that the field representative discuss the suspected lead-on-lead interaction with the physician. This pacemaker remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system exhibited either crosstalk or t-wave oversensing, and ts was contacted for programming assistance. As after vs blanking was maxed out at 85 ms, and the r-t interval was 160 ms. Post-ventricular atrial refractory period (pvarp) was programmed from a conservative setting of 240-280 ms to 300-350 ms. This pacemaker remains in service, and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.